Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The replace battery messages were recorded due to the battery pack sn (B)(4) powering the monitor for more than 30 hours without the battery pack being placed back into the charger to re-charge. The patient manual provides instructions to recharge the battery pack every 24 hours as part of daily routine. Flag data indicates the battery sn (B)(4) was kept the monitor for 30 hours without being re-charged. Battery pack (B)(4) has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of low amplitude cardiac signal. At 11:11:51, the patient's rhythm was an idioventricular rhythm at 40 bpm. The rhythm then degrades to vt from 150-120 bpm with CPR/motion artifact and a one second pause. The hr was at or below the threshold for treatment. The lifevest typically requires 60 seconds of sustained vt to deliver a treatment shock. At 11:14:10, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 50 bpm with CPR/motion artifact. The patient's post-shock rhythm was asystole for 3 seconds transitioning to an idioventricular rhythm at 40 bpm with pvc's and CPR/motion artifact. At 11:26:31, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was sinus rhythm at 60 bpm with hb and low amplitude cardiac signal. The patient's post-shock rhythm was sinus rhythm at 60 bpm with hb and low amplitude cardiac signal. At 11:35:16, the patient's rhythm was an idioventricular rhythm at 30 bpm degrading to asystole. At 12:08:07, the patient's rhythm was asystole with motion artifact and electrode lead falloff. From 15:44:50 to 18:24:04, battery run time expired and can comm status messages were detected intermittently. At 18:24:15, the device restarted. Patient passed (B)(6) 2022. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The replace battery messages were recorded due to the battery pack sn 86333131 powering the monitor for more than 30 hours without the battery pack being placed back into the charger to re-charge. The patient manual provides instructions to recharge the battery pack every 24 hours as part of daily routine. Flag data indicates the battery sn 86333131 was kept the monitor for 30 hours without being re-charged. Battery pack 86333131 has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
Per additional information received from continuous ECG recording, the patient was in asystole from approximately 11:35:16 until the abnormal shutdown at 18:24:15 on (B)(6) 2022. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of low amplitude cardiac signal. At 11:11:51, the patient's rhythm was an idioventricular rhythm at 40 bpm. The rhythm then degrades to vt from 150-120 bpm with CPR/motion artifact and a one second pause. The hr was at or below the threshold for treatment. The lifevest typically requires 60 seconds of sustained vt to deliver a treatment shock. At 11:14:10, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was an idioventricular rhythm at 50 bpm with CPR/motion artifact. The patient's post-shock rhythm was asystole for 3 seconds transitioning to an idioventricular rhythm at 40 bpm with pvc's and CPR/motion artifact. At 11:26:31, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was sinus rhythm at 60 bpm with hb and low amplitude cardiac signal. The patient's post-shock rhythm was sinus rhythm at 60 bpm with hb and low amplitude cardiac signal. At 11:35:16, the patient's rhythm was an idioventricular rhythm at 30 bpm degrading to asystole. At 12:08:07, the patient's rhythm was asystole with motion artifact and electrode lead falloff. From 15:44:50 to 18:24:04, battery run time expired and can comm status messages were detected intermittently. At 18:24:15, the device restarted. Patient passed (B)(6) 2022. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.